Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a spark/fire burst happened. It burned the pulley mechanism. Surgeon states there was no patient injury. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the customer: the customer did not witness the event. She just reported it after speaking with the surgeon. She did visualize the instrument after it was removed, but that was all.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received user facility report mw5182635 stating: there was a brief spark and then smoke and burn mark on the bipolar instrument. The instrument was not touching tissue. I was using cautery with the scissors which were near the bipolar. There was no damage to the patient's tissues and we immediately took out the instrument. Isi did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The conductor wire was not broken. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.